Manufacturer narrative:
At the time of this report, sample had not been returned to the manufacturer. A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
A pt with barrett's esophagus was to undergo a radiofrequency ablation procedure. During the procedure, the ablation catheter was connected to the barrx ablation generator, but could not be activated. The generator monitor showed that the catheter required cleaning, but the catheter had not been used and was clean. Rather than abort the procedure, the physician opted to perform argon plasma coagulation (apc). The case is being reported since the procedure was started with the intent to utilize the barrx ablation device, but an alternative device was ultimately used (apc).